Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a very delayed response by the display and added that the stylus was very imprecise and that there was a deviation between the stylus and the pointer on the screen. The computing platform was replaced, the software was reimaged and reloaded and the device passed its functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the computing platform (cp). Visual inspection: no other anomalies observed. The unit was powered on with provided ac power supply - ok. It was verified that the display responds slowly and stylus was imprecise. Encore programmer test software "encore desktop 2.2" was installed successfully. The touchscreen could then be successfully calibrated, screen responded normally to stylus. The unit passed all final functional tests. Conclusion: confirmed customer complaint display has delayed response and is imprecise. This issue was caused by a software design issue related to display calibration/recalibration. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display had a very delayed response and that there was a deviation between the stylus and the cursor on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.